Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with multiple pause egms. The patient did not report any symptoms but was asleep at the time of the episodes. It was believed that pause episodes were due to heart block. The patient was brought in for a pacemaker implant but prior to implanting the new pacemaker, the implantable cardiac monitor was re-interrogated and new pause episodes were generated that did not appear real. The egms showed extremely small r waves that were only being detected approximately 50% of the time. It was determined that the previous pause episodes were likely not real and had been caused by large, temporary decreases in r wave amplitude. The cause for the signal dropout was not determined, but was likely to due to positional issues in the pocket. Patient will continue to be monitored. Patient did not have any complications.